Manufacturer narrative:
Correction: imdrf annex a grid: a0501.

Event description:
It was reported that the bd eclipse¿ needle with slip-tip hub configuration detached from the syringe after removing the needle from the muscle. The following information was provided by the initial reporter, translated from dutch: "when administering an injection, the needle detached from the plastic part when removing the needle after administration into the muscle. This presented an unsafe situation... At our outpatient clinic it is the first time this has happened and when checking a few needles from the same box it did not give any problems."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with slip-tip hub configuration detached from the syringe after removing the needle from the muscle. The following information was provided by the initial reporter, translated from dutch: "when administering an injection, the needle detached from the plastic part when removing the needle after administration into the muscle. This presented an unsafe situation... At our outpatient clinic it is the first time this has happened and when checking a few needles from the same box it did not give any problems."

Event description:
It was reported that the bd eclipse¿ needle with slip-tip hub configuration detached from the syringe after removing the needle from the muscle. The following information was provided by the initial reporter, translated from dutch: "when administering an injection, the needle detached from the plastic part when removing the needle after administration into the muscle. This presented an unsafe situation... At our outpatient clinic it is the first time this has happened and when checking a few needles from the same box it did not give any problems."

Manufacturer narrative:
H6: investigation summary : a device history record review was completed for provided material number 305895 and lot number 2206007. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. This is the first report received for this type of defect for this material and lot number. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained from the manufacturing facility for evaluation. Through examination of the samples, no issues were identified. Pull testing was performed on the retained samples; however, all results were within specifications. Based on the investigation results, an exact cause could not be determined for this incident. Per the provided feedback, it is possible that an insufficient dosage of epoxy (the adhesive used) resulted in the metal cannula disengaging from the plastic hub base. This could happen during the assembly process due to a temporary issue with epoxy viscosity or a stoppage of the assembly station.